Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, the patient experienced vomiting and when ketones were tested these were high (no specific value reported). When a fingerstick was taken by the mother, the cgm was reading 7.5 mmol/l and the blood glucose reading was 26.0 mmol/l. No treatment was given, but the patient was brought to the hospital by their father. No treatment and outcome of treatment was reported, and the mother was unable to confirm this. It was not known how much time the patient spent at the hospital, but at the time of the report, which was the same day as the day of the event, the patient was still at the hospital. There was no documentation of medical intervention. At the time of the report, the patient´s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.